Manufacturer narrative:
It was determined that the railing had come loose from the wall. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r room to room overhead lift enables the patient page 4 in the periodic inspection liko¿overhead rail system 3en111001 rev. 13 states the following: there should not be any space between the fixing points between the wall and upright support. The field service technician repaired the lift to resolve the alleged issue. The technician performed a functional test per the service manual to verify the lift functioned as designed. Although there was no injury reported with this incident if the rails were to come loose from the wall it could lead to a serious injury or death, baxter is reporting this malfunction.

Event description:
The customer alleged the post of the ceiling rails in the room where the lift was, had become loose and away from the wall. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).